Event description:
It was reported that patient underwent a procedure utilizing a suture passer in 2009. During the procedure, the trap door on the instrument fractured off and fell into the patient's shoulder. The surgeon had to have a radiograph performed intra-operatively to determine the location of the fractured piece in order to retrieve it. The piece was retrieved and the procedure was completed with no further incident. There was a delay to the procedure greater than thirty minutes as a result.

Manufacturer narrative:
Device evaluated by manufacturer? - component was returned to manufacturer for repair and returned before complaint was received and therefore could not be evaluated. Usage of device - unknown this report filed september 15, 2008.

Event description:
It was reported that patient underwent a procedure utilizing a suture passer in 2009. During the procedure, the trap door on the instrument fractured off and fell into the patient¿s shoulder. The surgeon had to have a radiograph performed intra-operatively to determine the location of the fractured piece in order to retrieve it. The piece was retrieved and the procedure was completed with no further incident. There was a delay to the procedure greater than thirty minutes as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.